Manufacturer narrative:
Remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient was readmitted to the hospital 3 weeks post-op with a complete occlusion of the right iliac limb stent graft and narrowing at the level of the aortic body stent graft sealing rings. A re-intervention was completed in which a fem-fem bypass was performed to successfully restore blood flow to the occluded iliac artery followed by the placement of a balloon expandable stent at the level of the sealing rings. As of the date of this report, there have been no additional patient sequelae reported.